Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient can¿t turn the device off. No patient symptoms were reported. The event date was unknown. It was unknown if any troubleshooting /diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.